Event description:
The patient reported she developed a "pinpoint red open area" under the device mass. The affected area has persisted for several months. The patient indicated she has used this model/brand of device for "many years" with no issue. The patient was referred to her physician for further assistance. No additional information was provided.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.